Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported that the customer had high blood glucose levels of 471 mg/dl. The customer treated with a bolus from the insulin pump. The mother of the customer reported that the customer was having issues with the sensor glucose levels reading being different from the blood glucose levels reading. The customer reported that the insulin pump gave a sensor glucose reading of 52 mg/dl where the actual blood glucose level was 370 mg/dl. The customer was advised to turn off the sensor feature of the insulin pump until the blood glucose levels of the customer stabilizes. No additional information was provided.